Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was involved in a car accident and was brought to the hospital. The blood glucose reading is unknown. It was stated that the customer is in critical condition and no further information is currently available.